Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), memory impairment ("memory disorder") and asthenia ("severe asthenia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, memory impairment and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, memory impairment and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain'), menstruation irregular ('irregular menstrual bleeding'), memory impairment ('memory disorder'), arthralgia ('joint pain') and fatigue ('severe fatigue of unknown etiology') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, phlebectomy, fibroadenoma of breast, hyperventilation syndrome and essential tremor. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), memory impairment (seriousness criterion medically significant), asthenia ("severe asthenia"), arthralgia (seriousness criterion medically significant), fatigue (seriousness criterion medically significant) and flatulence ("abdominal meteorism"). The patient was treated with bilateral salpingectomy and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, abdominal distension, memory impairment, asthenia, arthralgia, fatigue and flatulence outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, memory impairment and pelvic pain with essure. The reporter considered arthralgia, fatigue, flatulence and menstruation irregular to be related to essure. The reporter commented: essure was removed at patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: medical history updates. Events added: irregular menstrual bleeding, memory disorders, abdominal meteorism and severe fatigue of unknown etiology. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.